Event description:
On may 1, 2003 the site reported that they were unable to remove the prograsp grasper instrument from the trocar and it broke. The instrument was removed and replaced with another instrument and the procedure was completed. There were no reported complications due to the resultant instrument removal. No patient harm or patient injury was reported. In 05/2003 the following information regarding the same incident was received from the site. "Patient in hospital for myomectomy. Davinci prograsp endowrist broke while in the patient. Unable to remove from trocar - insulation from programmer flaked off and fell into abdomen."